Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What exact surgical procedure was performed? Can you please confirm the product code(s) of the devices used in the case? How was each device used in the procedure? At which staple line did the leak occur? Were there any issues experienced with the device(s) in the initial surgical procedure? Was a leak test performed? If so, what was the result? How many days postoperative did the leak occur? How was leak identified? How was the leak addressed? Were there any issues noted with staple formation at any point throughout the care of the patient? What is the current status of the patient?

Event description:
It was reported that post op of an unknown procedure, the patient had bowel leak. It is unknown the current state of the patient, they are believed to be doing well they have not been brought in for any additional surgical procedures.